Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/26/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No. When was the needle detached from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? While pulling out from the thread plate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When surgeon want use needle isolate from suture (when pulling out of thread plate). There were no patient consequences reported. Additional information was requested.